Event description:
It was reported that the device showed hv lead impedance out of range. A loose setscrew was suspected. However, the physician felt that the setscrews looked fine via review of x-ray. After aggressive device manipulation, it was possible to reproduce high hv lead impedances. In 2009, the patient was brought back into the or, and a loose setscrew was found. The setscrew was retightened and device remains implanted.

Manufacturer narrative:
.